Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during evaluation is traced to expected or random component failure without any design or manufacturing issue (i.e. Degradation, stress, etc.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end adhesive is missing or damaged around the objective and light guide lenses. There was no patient involvement.